Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013; 6935m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that shortly after implant, the left ventricular (lv) lead impedance had changed from implant at 900 ohms to 200-300 ohms, but the trend had been stable since implant. Also, the lv lead capture had changed from 1 volt at implant to greater than 6 volts. It was questioned if there was a possible connection issue. The lv lead was revised and remains in use. No patient complications have been reported as a result of this event.